Manufacturer narrative:
(B)(4).

Event description:
It was reported that crosstalk on the ventricular channel was observed post-implant on the same day. Programming changes were made. The device remains implanted.